Event description:
During a total abdominal hysterectomy procedure, the instrument was difficult to remove from the application site and the staples did not form properly. The surgeon manually manipulate the device free and completed the procedure by manual suture. No pt injury occurred.